Event description:
Additional information was received confirming the tube had been in patient use when the error was noted. The tube was about to be repassed into the patient after coming out. It had been cleaned 1 week prior. The patient did experience some airway deterioration including bleeding which required an intensive care stay, however, the reporter was unsure as to whether this was due to this tube directly or other external factors.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported via a mhra notification that while is use with a patient, a wire was protruding from an internal aspect of tracheal tube. Also found was a hole in the back on internal aspect of tube. No adverse effects have been reported at this time.

Manufacturer narrative:
Other, other text: b3: date of event, d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.